Event description:
Per the clinic, the patient experienced discomfort with device use and poor performance, resulting in device non-use. The implanted device remains.there are no plans to explant the device and to reimplant the patient with another device as of the date of this report, (B)(6), 2012.

Manufacturer narrative:
(B)(4). Implanted device remains.